Manufacturer narrative:
(B)(4). Final analysis found that the external insulation abrasion breaching the outer insulation and exposing the outer coil at 9.6 cm to 9.8 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. The abrasion most likely contributed to the reported noise problem. (B)(4).

Event description:
It was reported that a symptomatic patient experiencing syncope presented in hospital. Device interrogation revealed multiple episodes of noise reversion and mode switch due to noise on the right atrial lead. All other electrical measurements were stable. The lead was explanted and replaced. The patient was asymptomatic post procedure.